Manufacturer narrative:
Section b1: corrected. Section b3: corrected event date. Section d1: corrected brand name. Section d4: corrected catalog number and primary UDI. Section h6: corrected medical device problem code and health effect - clinical code. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. An autopsy was not performed and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart, respiratory, renal, and hepatic failure), infection, bleeding, thrombosis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism and arrhythmia as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted secondary to cardiogenic shock. They were placed on inotropes, inhaled flolan, and given volume without improvement. Post-heartmate3 surgery, the patient had severely reduced right ventricular (rv) systolic function, ventricular tachycardia requiring defibrillation, hypoxic respiratory failure status post tracheostomy on (B)(6) 2023 with klebsiella pneumoniae, enterovirus, and fungal pneumonia, klebsiella bacteremia, and low-volume gastrointestinal bleed due to erosive gastritis ('egt' (B)(6) 2024). Left ventricular assist device alarms with low-flows and big increases in lactate dehydrogenase raised concern for pump thrombosis. Computed tomography angiography of the chest/abdomen/pelvis performed on (B)(6) 2024 without evidence of pump thrombus. The patient developed worsening shock despite increased volume, increased rv support, dialysis/continuous renal replacement therapy(crrt), and broad spectrum antibiotics. Despite maximum interventions, the patient developed a new shock liver and worsening lactic acidosis. Crrt was attempted, hoping it would clear the patient's mental status with improved uremia, but their somnolence worsened to the point where they was no longer responsive. The patient was transitioned to comfort care measures and passed peacefully on (B)(6) 2024. An autopsy will not be performed. The pump will not be explanted.